Event description:
Investigation completed summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes completed one sample p/n 100/199/080 returned in used condition without original packaging. Standard protocol of visually inspecting device revealed no defect noted. The summary revealed no action was taken, as no defect was confirmed. No other analysis was completed.

Manufacturer narrative:
Only the month (october) and year (2020) of the event date are known. Customer facility phone number: (B)(6) company representative phone number: (B)(6) device evaluation in progress.

Event description:
It was reported that the cuff component of the portex endotracheal tube failed to inflate. This product problem was observed prior to use. No patient injury or complications were reported in relation to this event.